Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. It was unknown whether the patient was hospitalized for the event. The day after the onset, the patient began treatment with injection (inj) vancomycin (1 gram, stat, intraperitoneally) and inj tazopip (4.5 grams, 2 times a day, intravenously) for peritonitis. Vancomycin and tazopip treatments were ongoing and the patient¿s outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.